Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files and screen shot of service screen has been analyzed by vyaire technical support. It shows that the root cause of failure is due to user fault. The blower was overheating due to lack of maintenance/filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Maximum logged blower temperature was 139.3 degrees celsius. Alarm 241 - "temperature of blower high" triggered multiple times. Alarm 240 - "temperature of blower too high" triggered as well. As a resolution the customer were asked to perform the blower test as per instruction given in service manual as well as to cross check the unit with good known blower and send the result. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has blower failure issue. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.